Manufacturer narrative:
Initial.

Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) lost signal, prompting the user to remove the sensor and apply a new sensor, after which the call was transferred to dexcom for a replacement sensor. No adverse clinical symptoms reported. Outcomes included no reported impact on health or need for medical care. User support included troubleshooting and education by support staff, along with transfer to the partner organization for sensor replacement processing. Investigation of this case revealed a loss of cgm connectivity associated with the sensor component, with successful user-led reinstallation resolving the pairing issue. It was concluded, based on previously established findings for similar reports, that the cause was user-level resolution with no device malfunction confirmed.